Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point test. A leak was not detected, possibly due to coagulated blood. However, the dialyzer was disassembled for further evaluation and a potted fiber fragment was identified at approximately 180°, with the dialysate ports situated at 0°, on the cavity ID end. Under magnification (x150), the identified fiber fragment appeared flush with the inferior pu (polyurethane) surface. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A lot history review was performed and there were two other complaints noted on the lot. The complaints were for a loose header (one unconfirmed with provided photos and one no sample). The complaints are unrelated to the current event. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a machine alarmed for a minor blood leak. Blood leak test strips were used and tested positive for the presence of blood. The blood leak occurred 2hours and 20 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.